Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at work and at 1:00pm, the patient reported that she, "snapped" as she felt sweaty, clumsy and had no balance. The cgm was reading 250 mg/dl. The patient was assisted by her coworkers and was taken to the emergency room via fire department team. Upon arrival at the hospital at 1:15pm, the patient was assisted by a nurse and a medical doctor. The cgm was reading 250 mg/dl and her bg finger stick was 58 mg/dl. The patient was treated with IV glucose and was discharged the same day around 4:36pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.